Event description:
The ems was used during a laparoscopic burch procedure. The device jammed after the 6th or 7th firing while the surgeon was stapling the mesh. Another ems was opened to complete the case.